Manufacturer narrative:
UDI: (B)(4). Concomitant device: compact air drive device, quick coupling device, casing device the actual device was returned for evaluation. During repair, an evaluation was performed and it was determined that the reported condition was confirmed. The assignable root cause was determined to be due to wear from normal use and servicing. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Event description:
It was reported from (B)(6) that during service and evaluation, it was determined that the compact air drive device seized, moved heavily and was jammed. It was further determined that the device failed pretest for did not run and the motor was damaged. The device also failed pretest for check for excessive noise and check function of soft mode switch (safety system). It was noted in the service order that the device was not working while being used with an additional compact air drive, quick coupling and battery casing device. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.